Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The root cause was undetermined. Both the event log and alarm logs were already over-written. Device met specifications relative to iipv in the logs. This issue is being investigated through CAPA.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2011 during cycle 1. The patient's ultrafiltration (uf) reading was 2636 ml, indicating the home patient (hp) drained 2636 ml more than their programmed fill volume of 2000 ml. This information gave a total drain volume of 4636 ml, which meets iipv criteria. No patient injury or medical intervention was reported.